Event description:
It was reported that a patient experienced bacterial peritonitis manifested by white color drainage at exit site coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On the same day, the patient was hospitalized for the event. On an unknown date, the patient started keflex (500 mg daily for 7 days), orally for peritonitis. On an unknown date during hospitalization, pd catheter was removed. Four days after the hospitalization, the patient was discharged and was recovering from the peritonitis. Dianeal therapies were discontinued and the patient began hemodialysis. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4).a review of all batch record documents was performed for potentially associated lot numbers h13i10039 and h13h16087 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.